Manufacturer narrative:
Concomitant product: sdr303b, ipg, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had low lead impedance. The lead was programmed off until it could be revised several years later. The lead was capped and not replaced. It was further reported that the right atrial (ra) lead had high thresholds and low lead impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.